Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp), disk was not absorbing condensation. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: d1 a getinge field service engineer (fse) evaluated the unit, replaced the pim (0997-00-1178) and ran functional test. All functional and safety test passed.

Event description:
N/a